Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the lv was high. Lv pacing impedance measured high on (B)(6) 2016 at 931 ohms up from a range of 304-551 ohms. Then it continued to rise to 3268 ohms on (B)(6) 2016. Lv capture thresholds rose to 2.75 volts and then on (B)(6) 2016 rose to 6 volts; up from a range of 0.625-1.5 volts.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture measurement even at high threshold levels. An alert was also triggered for measured out of range high impedance. Polarity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.